Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer was able to clear the alarm and was able to complete rewind. Customer stated drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.